Event description:
It was reported that an interlink continu-flo solution set with 3 injection sites had an insertion site that pushed into the tubing. This was noticed after patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.